Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage on the top cover, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock could not be obtained at any spacing. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. However, this device did not lock upon receipt. This is believed to have been induced during revision surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly electing revision surgery for a technology upgrade. Revision surgery is scheduled.

Manufacturer narrative:
Corrections: sections b.1, b.2, & h. 1. Additional information: sections b.3, d.6b, & d.9. The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.